Event description:
It was reported that the insulin pump alarmed an error during a self test. The blood glucose reading was 10.3 mmol/l. The customer stated that she was unsure whether the insulin pump was still working because her blood glucose value was not sending to the insulin pump. She reported that the radio frequency feature was no longer functioning. She stated that the insulin pump had fallen and hit the ground before the issues occurred. Advised replacement of the insulin pump and assisted the customer with using the bolus wizard feature manually. Advised to monitor the insulin pump until the replacement arrived. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.